Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 140 mg/dl. The customer had already done troubleshooting and they declined troubleshooting. The customer had tried different cannula lengths. The cannula of the infusion set as not bent or kinked. There were numerous phone calls and troubleshootings performed for the same reason. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. No excessive no delivery alarm noted. The insulin pump has minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.